Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8302706. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing; no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our testing results, the root cause for this complaint could not be determined at the conclusion of our review h3 other text : see h.10

Event description:
It was reported that during use leakage occurred at the septum during needle retraction with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's found that leakage at septum during needle retraction.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at the septum during needle retraction with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that leakage at septum during needle retraction.